Event description:
A malfunction on the pump was reported by the customer while delivering a bolus. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue arose again.